Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Analysis of the device data found higher-than-expected power consumption, consistent with premature battery depletion. The complaint device was not returned to boston scientific as evidence suggests that it remains in service. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review is not required. The event is not reportable in an eea/great britain country. None of the allegations/conclusions are against labeling/user error or a known inherent risk and bsc is not responsible for training. It can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high threshold and loss of capture. Which was believed to be caused by a bad position on the rv lead. It was noted that this rv lead was placed in the his bundle area pacing. The patient experienced syncope, fainting, loss of consciousness and heart block. The physician initially attempted to reprogram and review the rv lead placement. Due to persistent malfunction, a revision procedure was performed. The case was complicated by the presence of previously abandoned non-bsc leads and challenging venous access. Ultimately, the physician elected to explant and replace the rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high threshold and loss of capture. Which was believed to be caused by a bad position on the rv lead. It was noted that this rv lead was placed in the his bundle area pacing. The patient experienced syncope, fainting, loss of consciousness and heart block. The physician initially attempted to reprogram and review the rv lead placement. Due to persistent malfunction, a revision procedure was performed. The case was complicated by the presence of previously abandoned non-bsc leads and challenging venous access. Ultimately, the physician elected to explant and replace the rv lead. No additional adverse patient effects were reported.